Manufacturer narrative:
The check of the DHR of the lot # involved did not show any pre-existing anomaly, that could have contributed to the event, on the 27 pieces released on the market with lot #201402401. This is the first and only similar complaint received on this lot#. We have received the wrench involved and confirmed, by a visual analysis, the breakage of the blue radel bumper of the instrument. By our internal analysis, repeated sterilization cycles, perhaps combined with stresses caused by the impactions and an improper use of the wrench during surgery, could be the likely cause for making the blushing fragile, causing it to break (number of uses of the instrument is unknown). A total of 3 breakages of the blue plastic bumper of the delta cup wrench model 9055.51.015 have been reported to limacorporate. As an improvement, in 2016, limacorporate has designed a new bumper of different geometry, materials and colour. In details, the "newest" blushing is black, made of propylux material with a greater thickness geometry and a threaded part to be tightened in the metal body of the instrument, in order to improve the impact resistance of the component. These new black bumper showed an improvement of the mechanical resistance compared with the blue radel bumper (object of this complaint). Up to now, limacorporate did not receive any similar intra-op issue involving wrenches 9055.51.055 with the improved design (black propylux bumper), which are on the market by the end of 2016. Limacorporate will keep monitoring the market to promptly detect any other similar issue.

Event description:
Intra-operative breakage of the plastic bumper (made from blue radel) of the delta cup wrench (model # 9055.51.015) during cup impaction. No reported consequences for the patient. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot # involved did not show any pre-existing anomaly on the (B)(4) pieces of delta cup wrench manufactured with lot #201402401. This is the first and only similar complaint received on this lot #. We will submit a final report once we complete our investigation.

Event description:
Intra-operative breakage of the plastic bumper of the delta cup wrench (model # 9055.51.015) during cup impaction. No reported consequences for the patient. Event occurred in (B)(6).